Event description:
It was reported that during a ptca procedure, removal difficulties wer encountered. The lesion was located in a clacified and tortuous left anterior descending artery (lad). The physician had successfully pre dilated the lesion with the maverick2 monorail balloon. The balloon had been inflated to atm's above 15 two to three times. Resistance was encountered upon withdrawal and the tip of the maverick2 monorail balloon detached and remained in the vessel. No attempt was made at retrieval. The procedure was successfully completed with a cutting balloon. Patient status is listed as "fine".